Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 48 mg/dl. The customer did not provide information about symptoms of low blood glucose value and customer was treated with food. Customer also stated that insulin flow was blocked and it was resolved. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.